Event description:
Gliasite device was implanted in 2003. Brachytherapy with the device was performed for 8 days. Pt was found to have bacteremia with gram positive cocci (gpc) and elevated white blood cell count at 17.2, was admitted to the hosp, and started antibiotics in 2004. The blood infection is unlikely related the gliasite device. Pt passed away 24 days later while being treated for sepsis.